Manufacturer narrative:
During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including assembly of the dilator into sheath to ensure smooth operation. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. The tvfx delivery cable was returned to sjm. Following decontamination, the delivery cable end screw was noticed to be missing. It was examined microscopically and no defects were observed; the distal end did not contain any damage or defects except for the missing end screw. The delivery cable end screw threads were unable to be measured with calibrated thread gauges since they were not present at the time of analysis. As a result, the delivery cable could not be tested with the returned device. It appears user error in over-tightening may have contributed to this event, however, the cause of the end screw coming detached remains unknown.

Event description:
A 10f amplatzer torqvue fx 45 delivery system (tvfx) was used to repair a septal defect. During the procedure, the tip of the tvfx delivery wire separated inside the occluder device where it remained in the implanted device. The occluder device was explanted eleven days later after it embolized (medwatch 2135147-2013-00012). Please note: the amplatzer torqvue delivery system was the subject of a voluntary recall initiated by sjm on (B)(4) 2013. The recall was not due to any one particular event.

Manufacturer narrative:
When our investigation is complete, a supplemental report will be provided.

Event description:
The surgeon was unable to retrieve the broken piece of tvfx wire. The patient continues to be monitored.